Event description:
Reporter called to report the customer was hospitalized, customer was new to the pump. It was stated that the infusion set was changed but customer did not disconnect during the manual prime. Later customer's spouse called and stated that the problem occurred due to "stubbornness" and confirmed reporter's report. Customer was trying to change the set in the middle of the night. The customer did not rewind the pump before inserting a new reservoir and was already connected to the new site when the customer inserted the new reservoir. The new reservoir was pushed into the pump and was pushed until the reservoir was locked into place. Since the pump was not rewound, it took almost the entire reservoir. Spouse stated that the customer started to have seizures soon after and lost consciousness. As the customer's bgs were low spouse put sugar under the customer's tongue. The blood glucose started to rise. 911 had already been called by this time. The paramedics gave IV glucose several times as blood glucose was hard to stabilize. Customer's blood glucose were stabilized in the ICD unit. The spouse stated that they did not feel there was a lack of training.